Manufacturer narrative:
D9 - date returned to mfg :6/6/2025. Corrected: d3 - mfg establishment name. One device was returned for analysis. Visual inspection found a dammed (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a did not recognize when the latch was locked. The flex sensor circuit was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device does not recognize when the latch was locked. The event happened during testing. There was no patient involvement.